Manufacturer narrative:
Section d9 updated due to part return section h6 evaluation codes updated due to analysis of returned part. Method code - add additional code h3 device evaluation summary was updated due to analysis of returned part. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the ht70 ventilator generated a shutdown alarm and ventilation stopped. The device was available for evaluation. The evaluation was performed by third-party service provider - tokibo (tkb), tkb could not duplicate the reported issue but replaced main control board as a preventive measure. The control board was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The investigation found the device to function normally. The device tested in specification and performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d8 updated due to additional information section h6 evaluation codes update due to additional information method add additional code result - remove c20 and add c19 conclusion - remove d15 and add d14 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the ht70 ventilator generated a shutdown alarm and ventilation stopped. The device was not available for evaluation. The evaluation was performed by third-party service provider - tokibo (tkb), tkb could not duplicate the reported issue but replaced main control board as a preventive measure. With the information available, the investigation found the device to function normally. Further action was not required because the device tested in specification and performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the ht70 ventilator generated a shutdown alarm and ventilation stopped. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.